Event description:
It was reported that an alert indicated dosing stopped after a libre 3 plus sensor was replaced and paired, and the new sensor was still in warm-up, which temporarily prevented glucose readings from being available to the ilet system. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included user support troubleshooting and education. Investigation of this case revealed normal sensor warm-up behavior and resolution after completion of warm-up. It was concluded that the device and sensor functioned as designed and no device malfunction occurred.